Event description:
No harm to patient. Smartablate tubing became cloudy when primed with clear IV fluids. Smartablate pump began alarming that bubbles were present. Vendor reporting internally and replacing affected lot. All items from this lot removed from patient care. All information in regards to the event and product are provided in this medsun report. No additional information was provided.